Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the emea region involving pentax video colonoscope ec38-i10cf2. In the event reported, it was stated that the objective lens broken, shadow in image and led cover glass cracked. The anomaly was detected in the workshop during inspection. There was no adverse event reported with this complaint. No additional information was provided this complaint. On 19-aug-2021, a device history record (DHR) review for model ec38-i10cf2, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 12-jun-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.